Event description:
The customer reported approximately five milliliters of clear fluid leaked from the aspiration probe and system flags on the parameters, while performing quality control involving the coulter act diff 12 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the customer had already repaired the fluid leak prior the fse's arrival. The customer discovered the probe was clogged and flushed the probe with bleach and resolved the fluid leak issue. The fse verified the instrument was performing without any issues with correct results for all parameters. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the clogged probe. A definitive root cause is unknown. (B)(4).